Event description:
While radiologist was tilting table, near 45 degrees main drive chain from gear reducer snapped and table fell going past horizontal then returning to rest at horizontal. Pt on table fell off. No apparent injury but sent to hosp for confirmation.